Event description:
It was reported that pump displayed malfunction alarm malf 24 that could not be reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump and planned to use alternate method if necessary, while technical support arranged shipment of replacement pump.